Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user became uncertain during a supply change, disconnected from the pump for an extended period, and then resumed insulin delivery after agent-assisted step-by-step guidance. Symptoms included hyperglycemia, with a reported blood glucose of 239 mg/dl. Outcomes included temporary elevated glucose without hospitalization, alarms, or alerts. Investigation included remote troubleshooting and user education on correct supply-change procedure. Investigation of this case revealed that hyperglycemia occurred while insulin delivery was interrupted due to user handling during the supply change, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.